Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the atrial lead dislodged a few hours post implant. The lead was successfully repositioned.